Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4), alleging that her mother¿s onetouch ultra meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained when medical surveillance specialist followed up with csr. The reporter stated that she first noticed the error 4 message on (B)(6) 2017, the reporter stated that her mother had been going to hospital frequently over the last year. However, the reporter confirmed that her mother¿s diabetes was not stable due to underlying causes and it was not in response to any meter malfunctions. The reporter stated that on (B)(6) 2017, at 4pm following an error 4 message, the patient required to go to hospital again, and the reporter was concerned that this time it might have been due to the meter error. The patient manages her diabetes with oral medication, diet and exercise, and the reporter stated that no changes were made to her usual diabetes management regimen in response to the alleged meter issue. On (B)(6) 2017, around 7pm, following the error 4 message, the reporter alleged that the patient developed symptoms of ¿pain in her body, and a feeling that she was going to faint¿. The reporter stated that the emergency services were contacted and a blood glucose result of ¿315 mg/dl¿ was obtained on the emergency services meter. The reporter alleged that the patient was treated by a health care professional with insulin. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. The csr noted the patient was using the correct testing process, and the test strips had not expired, been open longer than the discard date and had been stored correctly (per owner¿s booklet recommendation). The csr walked the reporter through a retest and the control solution test was not in range. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment by a health care professional that may have been for a serious injury reportable adverse event after the alleged product issue began.